Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of seraclone anti-jkb to our distributor in switzerland. The customer claims to have performed input control of the reagent in accordance with the instructions for use. The positive control, using test erythrocytes with heterozygous antigen expression (3% erythrocyte suspension biotestcell p3), showed a negative result. The procedure was repeated twice, and both times the positive control remained negative. For the control they used biotestcell-p3. The customer dd not provide a patient sample or a product sample of the allegedly defective lot of seraclone anti-jkb for investigational testing. Therefore, our quality control laboratory tested their retention sample according to the instructions for use. Testing sensitivity and titers: the reported lot demonstrated high sensitivity, with titers exceeding the minimum requirement of 1:8 on tested jk(a+b+) donor samples. The results were strong and consistent with expectations. The reference donors jk(a+b+) showed reactivity with titers of 1:64 and 1:32. Testing specificity: all jk(b+) red cells (reference samples and donor) reacted strongly positive. All jk(b-) cells reacted clearly negative, with no non-specific agglutination, confirming correct specificity and absence of any cross-reactivity. Further testing: positive and negative controls and reference samples (jk(a+b+), jk(a-b+), jk(a+b-)) were tested in comparison. No discrepancies were detected; all reactions and outcomes were as expected. Conclusion: the reported lot demonstrated the expected specificity and sensitivity, showed no discrepancies with reference materials, and was found to be fully compliant. No product related quality issue was detected. Customer testing procedure: we have not received detailed feedback from the customer regarding their exact testing protocol. They only confirmed that the test was performed according to the guidelines. Based on previous experience, deviations from the IFU such as incubation time, centrifugation speed and duration, diluent used, cell suspension concentration, or washing steps can often result in inconsistent results. We advised the customer to strictly follow the IFU instructions, including: preparing a proper 3-5% suspension of red blood cells, incubating test mixtures for 15-20 minutes at room temperature, centrifuging for 60 seconds at 800-1000 × g using calibrated instruments, reading results immediately after centrifugation to avoid misinterpretation. To ensure accurate interpretation of results, the customer is also advised to be aware of the test limitations and to note the difference between "cells ready for use" and "pre-washed cells suspended in nacl" when negative results occur, as these may indicate that residual preservatives, proteins, or cell-suspension media are reducing the reaction of the test. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.